Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced alert 38 indicating a motor stall on the ilet pump, with repeated restarts not resolving the alarm; the user had performed a cartridge-only change earlier and reused the same connector, and a guided dry run was successful, with education provided to use new supplies for the next change, consistent with a failure to infuse associated with the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included user communications and analysis of information provided by the user. Investigation of this case revealed a communications-related issue identified during troubleshooting, with the reported problem characterized as failure to infuse and the implicated component being the motor. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.